Event description:
It was reported that the patient was having her system explanted due to a lack of efficacy. No other information was available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-30 (B)(4) implanted: 2008-(B)(6) explanted: unk; extension model 3708140 (B)(4) implanted: 2008-(B)(6) explanted: unk; extension model 3708140 (B)(4) implanted: 2008-(B)(6) explanted: unk; programmer model 37743 (B)(4); recharger model 37752 (B)(4).